Event description:
It was reported via the exactech knee replacement study, that a 50 yo overweight male, initially had a left knee implanted on (B)(6) 2011, underwent a revision procedure on (B)(6) 2018, approximately 7 years 8 months post the initial procedure. The patient was complaining of progressive pain/swelling, instability was reported with a date of onset, (B)(6) 2018. There was revision of the femoral and tibial insert components. The study indicates the event was definitely not related to the device and possibly related to the procedure. Outcome indicates resolved. No further information.

Manufacturer narrative:
No device return anticipated due to this being a clinical study. Concomitant medical products: 1960554, 204-34-02, fluted stem extension 25l x 14 mm; 1969896, 02-012-45-4040, lgc tibial fit tray cem sz 4f / 4t; 1985369, 02-010-01-0240, logic femoral ps cem left sz 4; 2006178, 200-02-38, three peg patella 38mm; 2012720, 204-70-00, tibial stem ext. Screw. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision and instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying conditions.

Manufacturer narrative:
H6 - clinical code - implant pain corrected to pain, medical device problem code.

Event description:
The patient has filed a short-form complaint in a multidistrict litigation. Per the transfer order creating this multidistrict litigation, ¿plaintiff allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected medical device and investigation clinical codes.